Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user reported having issues with the infusion set, where the tubing seemed kinked, preventing proper insulin flow. Despite changing the infusion set multiple times, their glucose levels spiked to around 620 mg/dl. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user's wife observed insulin leaking from the pump at the connector site, which has been challenging to remove in the past, even for hospital staff. The user was hospitalized for treatment and observation, receiving subcutaneous insulin injections.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. Hyperglycemia began following a cartridge change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No infusion set changes were logged in the device after 2024-06-25. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by an infusion set failure or other failure associated with the supply change. Failure to follow the ketone action plan and replace the infusion set in response to prolonged hyperglycemia contributed to the severity of the event.